Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Medwatch with identifier (B)(6) is lot 1148320, medwatch with identifier (B)(6) is lot 1166774.

Event description:
According to the allegation by the user's clinical study investigator, on the incident day at 00:53h, the user of the accu-chek insight flex infusion set was hospitalized due to ketonemia. The user changed the cannula and inserted a new one by hand. On (B)(6) 2017 at 00:53h the user was brought to the emergency room. The user had a ketone value of 0.7 mmol/l and was treated with insulin via pen. The cannula was removed and the user observed that the cannula was kinked. Unable to identify from 2 lots which cannula was involved. Medwatch with identifier (B)(6) is lot 1148320, medwatch with identifier (B)(6) is lot 1166774. No material is being returned for investigation.